Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient experienced an infection and skin erosion at the lead implant site. Surgical intervention was undertaken wherein the entire system was explanted and replaced.